Manufacturer narrative:
B3: unknown date in 2021. D6a: unknown date in 2021. D10: alteon ha collared stem size: 7. Alteon cup, cluster-hole 52mm. Alteon neutral liner. Biolox delta femoral head, 12/14 taper 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient underwent an initial tha on the right side. During the surgery, 1 screw became buried in the bone. No further patient impact or intervention was reported as a result of this event. No further information available.

Event description:
It was reported that this patient underwent an initial tha. During the surgery, it was noted that there was 1 screw buried in the bone from a prior surgery. The surgeon tried to remove all of the hardware during the course of the hip replacement but removing that one screw would¿ve caused the patient more problems. There was no device failure. There was no adverse event. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5.

Manufacturer narrative:
Upon review of information pertaining to this event, it was determined that the event involved non-exactech devices. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.